Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold and oversensing were noted on the right ventricular (rv) lead. Fluoroscopy confirmed the rv lead was dislodged. Repositioning was attempted but was unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.